Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional representative reported following an intraocular lens (iol) implant procedure, the patient distance vision was not as high as 0.4 and there were problems with patient maladaptation such as glare. The lens was explanted and replaced with another lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two segments inside clear plastic bag. Solution is dried on the iol. One haptic is broken or torn and not returned, the other haptic is intact. The optic is torn or split cut dividing the iol in two and is scratched or marked rejectable. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).